Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the device would not release after deploying the clip. It stuck on tissue and they had to force the handle open or use a grasper to dislodge the tissue. There was no damage to tissue. They used another device to complete the procedure. There was no patient consequence.